Event description:
The customer stated that their welch allyn propaq cs monitor was intermittently turning off during pt monitoring. The customer stated that nothing happened to the pt as result of this event.